Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
As reported: "we have received a request to revise the distal part of an siw device because the distal femoral bone has fractured on the posterior side at the level of the distal stem tip. Due to the fracture the surgeon is hoping to receive a new distal femoral device that will couple with the proximal midshaft in situ by (B)(6) 2024." Device is a left midshaft femur.